Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderate tortuous, calcified left anterior descending (lad) which was 12mm in length with a vessel diameter of 3.0mm. A 3.0mm x 12mm quantum maverick balloon catheter was selected for use. During inflation the balloon burst when the atmospheric pressure was 3.05kpa. The device was completely removed from the patient. The procedure was completed with a different device. There were no patient complications reported and the patient was reported to be stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick mr balloon catheter. The balloon was loosely folded and bloody. Analysis of the tip, balloon, inner/outer shaft, and hypotube included microscopic and visual inspection. Inspection revealed a burst in the balloon material that was 10mm in length. Inspection of the rest of the device found no other damage or defects.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderate tortuous, calcified left anterior descending (lad) which was 12mm in length with a vessel diameter of 3.0mm. A 3.0mm x 12mm quantum maverick balloon catheter was selected for use. During inflation the balloon burst when the atmospheric pressure was 3.05kpa. The device was completely removed from the patient. The procedure was completed with a different device. There were no patient complications reported and the patient was reported to be stable.